Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter was broken inside of the medtronic microcatheter due to severely tortuous vessels. This caused the flow diverter failed to open at the proximal, middle, and distal segments. Procedure was completed with a new medtronic flow diverter. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring with unknown dimensions located in the internal carotid artery (ica). The dimensions of distal and proximal landing zone was also unknown. Patient was on dual antiplatelet therapy (normal treatment).